Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0546367v, implanted: (B)(6) 2005, product type: lead. Product ID: 3998, lot# v007451, implanted: (B)(6) 2006, product type: lead. Product ID: 3998, lot# j0564218v, implanted: (B)(6) 2006, product type: lead. Product ID :3998, lot# j0546367v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported she had the implantable neurostimulator (ins) placed and they put the leads too low. It covered pain in her knees down. The pain was in her back as she had nerves cut there. The patient had relief for a few days and then it went away. They shoved the leads up and did not stitch the leads in. The patient complained to the healthcare provider (hcp) and they did x-rays and said it was fine and she may have gotten used to the stimulation already. They stated that for 3 months. The patient went to a different hcp who told her the leads slipped and did not stitch. The patient noted the hcp said they had a huge coil by the ins. Then the patient said the hcp said they usually left a coil by the ins to allow the leads to tug a little. Relevant medical history included spinal pain and complex regional pain syndrome type 2. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.